Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The leak rate was 10lpm. The elbow assembly and filter assembly were replaced, and the unit was returned to service.

Event description:
The hospital reported a leak in the unit. There was no report of patient involvement.